Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room technician reported that the laser did not work prior to procedures. An alternate laser was used to initiate and complete the procedures. There was no patient involvement.